Event description:
It was reported that three thousand seven hundred (3700) exactamix syringe inlets had particulate matter described as "hair, fiber or black spot". This was noticed during visual inspection before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.